Event description:
New information received indicates that the pacemaker was explanted and replaced with a new one. The patient's condition remained stable.

Event description:
It was reported that failure to interrogate and loss of atrial pacing was noted on the patient's pacemaker (pm). During an in-clinic follow-up, premature battery depletion was also suspected on the pm. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.